Event description:
The customer has several site problems, bent cannulas, blood, and pain. Bgs were treated with pump. Troubleshooting was performed. The customer had bent cannulas. Two days later the customer called back and went into the ICU due to high bgs. Bgs were treated with insulin drip. The customer does not have scar tissue although customer was given manual injections for years.